Event description:
It was reported that during a myosure procedure for uterine tissue removal, the physician experienced difficulty maintaining good distention. The procedure was aborted when the fluid deficit reached 2280ml (normal saline). The device was removed and the physician "could not get the patient to stop bleeding." The physician used a "post-partum balloon" and the bleeding reportedly slowed down. There was no blood transfusion required and no intervention required for the fluid deficit. The patient was admitted into the hospital so the physician could obtain patient concent for a hysterectomy. The discharged date is unknown and the patient is "doing fine."

Manufacturer narrative:
Concomitant medical products: serial number of the myosure control unit, hysteroscope and aquilex fluid management system not provided by the complainant. The disposable device is not being returned; therefore, a failure analysis of the complaint device cannot be completed. Device history record (DHR) review was conducted for the reported lot number. The lot was released meeting all qa specifications. Currently unable to establish a relationship or impact to the reported observation.